Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred. The loss of detection was duplicated during testing. During evaluation, the force sensor was found to be out of calibration. Investigation revealed a dislodged display screen and fully dislodged force sensor pins.

Event description:
It was reported that insulin dispensed during the load cartridge phase. The patient stated that the contents of the cartridge emptied out. He reported that he attempted to load another cartridge and again the pump did not stop pushing during the load step. The patient said that he was not connected to the pump during any of the ezprime steps.